Event description:
Customer's mother called to report the insulin pump had unresponsive buttons. Blood glucose reading was 165 mg/dl. The up arrow did not respond when pressed. No significant events were recalled leading up to the keypad anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. The unit was also received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.